Event description:
Patient implanted with epoca for a degenerative shoulder on an unknown date. Approximately 10 days postop, follow up visit x-rays showed the glenoid as loose. Reportedly, patient was doing push ups. During revision surgery on (B)(6) 2012, the glenoid, head and eccenter were removed without issue. While removing the stem, the set screw on the extractor broke and surgeon was unable to remove the stem. The stem remains implanted in the patient. All broken pieces were retrieved. Patient revised to a competitor's glenoid and synthes eccenter and head. The explanted glenoid and head was discarded by the hospital. The stem remains implanted in the patient. The eccenter was returned for evaluation. This is the 1st of 4 reports submitted on this event.

Manufacturer narrative:
The complaint describes the mechanism of failure of the glenoid. The glenoid failed because, the patient was doing push-ups ten days after implantation. By performing these exercises only 10 days after total should arthroplasty, the patient was exhibiting noncompliance. It is well established in clinical literature that loading of the shoulder joint should be minimized for an extended period of time following shoulder arthroplasty. A review of the clinical risk analysis for the epoca prosthesis shows that glenoid loosening resulting from patient noncompliance is identified as a risk. The design risk assessment and risk analysis of the device was reviewed and adequately addresses the complaint event.